Event description:
It was reported the pt had a pericardial effusion and possible steam pop during an atrial fibrillation ablation procedure with the safire blue catheter and ibi 1500 t9 generator. The physician was performing a pvi using a double transseptal approach. Pulmonary vein isolation was achieved and verified on all 4 pulmonary veins. The generator settings were 45 watts and 40 degrees celsius for most of the procedure. Ablation touch ups and gaps were performed around the left side veins then the ablation catheter and agilis introducer were retracted to the ra. The cavotricuspid isthmus (cti) was lined and while checking for bidirectional conduction block (bdb) the pt went into atrial fibrillation. The earliest detected signal was apparent on the proximal cs. The cs catheter was retracted and the ablation catheter was inserted into cs to ablate the area of interest. The pt became hypotensive and an effusion was evident on the intracardiac electrogram (ice). Pericardiocentesis was performed and protamine was given to reverse the heparin. The pt was transferred to the operating room where he underwent a sternectomy. The surgeon reported a 1 cm hole was apparent near the superior lateral aspect of the laa. The hole was successfully stitched shut. Following surgical intervention the pt was reported to be in good condition with no further issues.

Manufacturer narrative:
The device has not been rec'd for analysis. Review of the device history records was not possible as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.